Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. There were compromised force sensor system alarms in the pump history. The insulin pump was returned for analysis.